Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint that the instrument broke during the procedure and the cables were loose. Fa found the returned instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cables in the small grasping retractor broke and were loose. The procedure was completed with no reported injury.